Event description:
The core universal driver was sent for eval because during set-up, it was allegedly running without user activation. There was no pt involvement, and no adverse consequences were reported.